Event description:
It was reported that during a da vinci assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument was lifted excessively upward during use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6)2026: the instrument moved in the wrong direction, and it occurred with the surgeon¿s head inside the surgeon console¿s hrsv while attempting to manipulate instruments. The failure is not related to an inability to move the instrument at all, and it was noted that the observed movement of the instrument was greater than the surgeon intended. The instrument moved in the intended direction, and no delay was observed in its movement. The issue was persistent, and the faulty instrument was replaced by a backup instrument in order to continue. Within 20 minutes of starting, the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.